Manufacturer narrative:
Additional information: on august 11, 2020, mentor became aware that the patient also experienced bilateral rupture and baker grade iii capsular contracture on the right side. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with 450cc mentor memorygel breast implants and experienced rupture on the left side post-operational caused by an injury at work. As a result, the patient underwent device removal on (B)(6) 2019.